Event description:
After an implantation period of approximately 55 months, the device reports via home monitoring showed a lead impedance out of range and oversensing on the ventricular channel was reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed the ligature marks approximately 28cm distal to the is-1 connector pin. Further inspection revealed multiple abrasion marks along the lead body. In particular, approximately 32cm distal to the is-1 connector pin the lead body was found squeezed and deformed. In this region, the insulation and the coating of the conductor cables to the shock coil and the ring electrodes were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damages, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular - first rib entrapment. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.